Event description:
Additional follow up information found the patient had their ipg replaced to address the issue. Therapy restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received the "replace generator soon" message. Which was confirmed by the abbott representative. Surgical intervention may take place at a later date to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.